Event description:
It was reported that the device had error code 241.4140. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 241.4140 was confirmed. ¿ received on 18-mar-2025, lvp device was received unboxed and with paperwork. ¿ the unit alarmed check IV set when in testing, an asm analog sensors test was performed and found 0 volts reading across the lower pressure sensor. This is the cause of the check IV set error in bd san diego operation¿s lab and 241.4140 at customer¿s site. ¿ device to be returned to san diego repair center for normal processing. ¿ recommended bd san diego repair center to replace the patient side/lower pressure sensor. ¿ failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 241.4140. There was no patient involvement.